Manufacturer narrative:
The check of the manufacturing charts of the lot# of the smr cementless finned stem involved (201520757) did not show any packaging anomaly on the 35 smr cementless finned stems manufactured with this lot #. No other complaints reported on this lot#. We will send a final report once the investigation will be completed.

Event description:
Packaging issue involving a smr cementless finned stem, model# 1304.15.170, lot# 1520757. When opening the package containing the stem, some scratches have been noticed on the inner pouch and also white powder was observed on the surface of the stem. According to the info reported, the powder was completely removed by the nurse using sterile water and, after this step, the stem was implanted. No health damage for the patient reported. Event happened in (B)(6).

Event description:
Packaging issue involving a smr cementless finned stem, model# 1304.15.170, lot# 1520757. When opening the package containing the stem, some scratches have been noticed on the inner pouch and also white powder was observed on the surface of the stem. According to the info reported, the powder was completely removed by the nurse using sterile water and, after this step, the stem was implanted. No health damage for the patient was reported. Event happened in japan.

Manufacturer narrative:
Checking the manufacturing charts of the lot #1520757 involved in the complaint, no packaging nor manufacturing anomaly was found on the 35 smr cementless finned stems manufactured with that lot #. This is the first and only complaint received on that lot #. Device analysis the device was implanted, its packaging discarded, and no picture was available for analysis. According to the received information, there was some powder on the device that was removed by the nurse. It is hypothesized that the power comes from the rubbing of the device surface on the plastic pouch. Based on the received information, we cannot further analyze the incident. We can hypothesize that the reported damages have been caused during the transport. Still, the inner pouch solely was affected by the damages, therefore the sterility of the device was not compromised: indeed, the device was implanted. Considering that: · check of manufacturing charts highlighted no anomalies on the lot #1520757; · no picture or part of the packaging was received for investigation; we cannot define with certainty a root cause for the event. Still, we can state that the event is not product related, hypothesizing that the reported damages have been caused during the transport. The packaging had then been improved to avoid the folding of the pouches inside the cardboard boxes. Moreover, the outer packaging (i.e. The carboard boxes) is bigger in size and features sponges on the top and on the bottom of the box to further protect the device during transport. Pms data according to limacorporate pms data, the occurrence rate of packaging issues involving cementless humeral stems - belonging to the product codes 1304.15.xxx - is <0.01%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.